Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n219255001, implanted: (B)(6) 2010, product type: catheter; product ID 8 590-1, lot# n232981, implanted: (B)(6) 2010, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A volume discrepancy was reported. The expected residual volume 7ml and the actual residual volume 16ml. The patient experienced underdose symptoms, increased pain. It was unknown if any diagnostics or troubleshooting was performed. The pump and catheter were replaced. The replacement pump was filled with dilaudid 5mg/ml at a dose of 0.5mg/day per the implanting hcp. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver dilaudid. Additional information later reported it seemed to be an issue with the sutureless connector as the surgeon could not push fluid through when examining at the end of the case. Both the pump and catheter portion that was explanted were being returned for analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed sc connector coring-tears-cuts in seal. (B)(4).

Event description:
Additional information later reported the hcp tried to push fluid through after it was disconnected from the pump. It seemed to be occluded as he could not flush the sc portion of the catheter at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.